Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron system generated electrolytes data which resulted in high anion gaps. Customer reported that quality control was fine. Customer reported that there was a leak from the ion selective electrolyte (ise) flow cell drain tube. Customer also reported that they do not know of any incorrect patient results. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the drain valve and verified proper draining. The fse performed ise health check and found all electrolytes were within specifications.

Manufacturer narrative:
(B)(4).